Event description:
It was reported that during a cholecystectomy, the stapler misfired on the first clip. Then it locked down on the second clip. They were able to get it off the tissue. There was no damage to the tissue. The used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.